Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high hv lead impedance was observed on merlin.net transmission. The impedance has been trending up over the past six months. The patient was asymptomatic. The patient was called in clinic for evaluation. Patient¿s medications were adjusted. Hv lead impedance will be monitored. Patient¿s condition was stable throughout the event.